Event description:
During a clinic follow-up, low pacing impedance, loss of capture, and oversensing due to suspected but unconfirmed insulation damage were noted on the right atrial (ra) lead. X-ray imaging was performed but was unable to confirm the insulation damage. An ra lead revision is anticipated, however, no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
During a clinic follow-up, loss of capture and oversensing due to insulation damage were noted on the right atrial (ra) lead. X-ray imaging was performed and confirmed the insulation damage. Ra lead revision is anticipated to be performed. No intervention has been performed at this time and the patient was stable and will continue to be monitored.